Event description:
The surgeon created an anterior radial tear in the capsule during the capsulorhexis. Upon insertion and manipulation of the lens the anterior radial tear continued posteriorly, and vitreous was presented. The lens was cut to remove from the eye and a vitrectomy was performed. No further information has been forthcoming.